Event description:
It was reported that, "broach wouldn't stay connected when trying to remove from pt."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.